Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the universal surgical manipulator (usm) triggered error 23138. Log review was performed during failure analysis confirmed errors of 23087 & 23138 on dof 6. When the carriage assembly was inspected, no debris nor particulate were found on rotor mirrors or the isa window and the hall sensor was fully seated. The flex cables were inspected and no issue was found. The unit went through more testing on the pftp and passed all required tests. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy the customer had recoverable faults on the system. Technical support reviewed logs and found error 23138 on arm2. The customer moved arm 2 out of the way and continued the procedure using arm 1 instead. Technical support requested the customer to power cycle system and to perform a emergency power off (epo) on the patient side cart (psc). The procedure was completed robotically with no patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and no additional information was received.